Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was observed. Two lfp high rate-nonsustained episodes of less than 197 ms average v-cycle occurred on (B)(6) 2011 20:41:19 and on (B)(6) 2011 02:22:17.

Event description:
It was reported that there was t-wave oversensing and that the initial therapy was aborted due to discrimination of defibrillation. It was further reported that after the initial therapy was aborted, there was consistent t-wave oversensing and there was inappropriate shock delivered. The device remains in use. No further patient complications was reported as a result of this event.